Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
It was reported by the doctor that the patient had a failed posterior cuff in the years following the initial surgery causing posterior humeral subluxation. This caused the glenoid component to loosen over time and eventually dislodge from the glenoid.

Manufacturer narrative:
Correction to d4(lot # and gtin), g1(reporting contact), and h6(method code). The reported event could not be confirmed since the device was not returned for evaluation and very limited information about the case was provided. An evaluation of the provided x-rays and medical expert opinion concluded the following: the x-rays confirm the rotator cuff insufficiency and the subluxation of the humerus in relation to the glenoid. The metal marker of the polyethylene glenoid component looks to be in a good position, however, since no comparison to early postoperative image is possible, a definitive assessment on glenoid migration cannot be made. The humeral component is still well fixated to the humeral bone. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported by the doctor that the patient had a failed posterior cuff in the years following the initial surgery causing posterior humeral subluxation. This caused the glenoid component to loosen over time and eventually dislodge from the glenoid.